Event description:
Health professional reported after injection with juvederm ultra xc in the "cheeks and temples," the pt experienced "redness, headache, and vascular incident on the right side forehead." Hyaluronidase was used to "both hasten the resolution of the symptoms and prevent worsening of the symptoms that may lead to permanent damage." Follow-up info: symptoms have resolved.

Manufacturer narrative:
Device labeling: do not inject into the blood vessels (intravascular). Undesirable effects: the pts must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.